Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, it was found that e433 occurred history had been recorded in the error log. Based on the results of the investigation, the reported event is caused by a component failure of the internal electronic board. The root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when power was applied to the generator, an error e433 error occurred, causing a malfunction where the unit repeatedly rebooted. Rebooting did not resolve the error. E433 occurred while the foot switch was disconnected. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the reported failure was not confirmed. However, based on the results of the investigation, the most likely cause is an electrical abnormality by a component failure of the internal electronic board. Error e433 indicates internal abnormality and it occurs when the internal electronic board failure or the foot switch failure. It is reported that e433 occurred even if the foot switch did not connect. E433 likely occurred by some electrical abnormality due to the internal electronic board failure. The root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.